Event description:
A female patient reported experiencing six "eye infections" in the past two months since she started using complete moistureplus multi-purpose solution. She said that she and her doctor reduced the cause to the solution by process of elimination. She said, "I had to be sent home from work after an hour of having lenses in my eyes. They turned bright red and were totally infected after one hour." The patient provided additional information on march 7, 2007, indicating that she recovered. She wrote, "on aug 1, 2008 I put my lenses in at 6:00am, at about 8:30 my eyes felt funny and itchy so I rubbed corner and a long string of yellow mucous come from left eye. By noon my eye was totally red and a lot of infection was running out of eye. I was sent home and [the doctor] said I couldn't return till monday. This reaction happened about 8 or 9 times. I used a whole bottle of vigamox and had to refill it once. One infection was so bad that I stayed in a dark room a whole weekend. When I got new contacts in december my left eye went from 4.50 to 4.75." The patient's doctor (specialty internal medicine) provided additional information on may 1, 2007 regarding the patient's experience. He wrote "eye redness, symptoms of conjunctivitis, diagnosis of conjunctivitis". He did not provide any information regarding treatment. He indicated that the adverse event abated after the patient stopped use of the product, and reappeared after reintroduction. His opinion regarding the relationship of event to product is "probably". He indicated that the outcome of the event was "eyesight threatening".

Manufacturer narrative:
Tested returned sample for chemical specifications and sterility. The relationship, if any, of the device to the reported adverse event is unknown, the complainant implied an association between the amo device and the reported event. Root cause has not been established.